Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2044 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) reported she had a bunch of se alarms that night and wanted a new machine. The baxter technical service representative (tsr) checked the alarm log and the hp had se 2044 four times, se 2401, se 2265, se2245 and se 1026 that night. The tsr would swap the machine and the hp was diabetic. They were not aware not completing therapy could cause problems with her sugar levels. The hp would do continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. The machine would be swapped. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this report will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.